Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump and a temperature alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.